Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A manager reported that during the testing of the equipment the system displayed a system message and shut down. There were no surgeries scheduled. There was no patient involvement.

Manufacturer narrative:
The system was examined and the reported event was not replicated. However, the supervisor and ethernet were replaced as a preventive measure. The system was tested and found to meet product specifications. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).